Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software analysis determine that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while loading patient images the scans were showing up as inverted and black and white images. Technical services was able to walk the manufacturer representative (rep) through the process on the navigation system using the "kd article in sf" to solve the issue. The rep stated that the scans were able to be shown correctly. No patient was present.